Manufacturer narrative:
The thermogard ivtm system associated with this complaint was not returned for evaluation. The customer replaced the circuit board to remedy the temperature issue. No further action required from zoll.

Event description:
During ivtm therapy, the thermogard ivtm system (B)(4) was unable to maintain the taget temperature and the patient was over-warmed to 36.6 c degrees. No further information provided from the customer. No consequences or impact to the patient.